Event description:
Heating pad burned a hole through the pad. Customer found a hole in the pad and has second degree burns on her legs only. Customer has heating pad and will not send it to co for testing.